Event description:
The conduit was abandoned at implant and was not used when the hcp experienced difficulty opening the product jar during set-up. The package report noted that during lid removal the bottom of the jar broke and injured the nurse's hand. There was no patient-related event and the incident was not device related. No subsequent consequence has been reported for the health care professional.